Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported receiving a low glucose alarm "every 15 minutes" and the ambulance. The customer was taken to the a hospital where a blood glucose result of 200 mg/dl was obtained and a rapid insulin (dose/type unspecified) was administered for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.